Manufacturer narrative:
Concomitant medical product: 5071-35 lead, implanted: 2006, 6931100 lead, implanted: (B)(6) 2006.

Event description:
It was reported that there was an alert for low impedance on the left ventricular (lv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.